Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps alarms motor rate error was duplicated during occlusion testing. This also was found in the event log. Physical condition of device revealed cracked on lower left front corner and top case. Pump was reported to be fourteen years old and this believed to be cause by normal wear. Action was taken to replaced motor assembly (stepper motor included), worm gear, lead screw and clutch halves. Performed pm maintenance and all functional testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps alarms motor rate error. No adverse patient events reported.